Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred. It was reported that the blood leak occurred at the beginning of treatment when the blood hit the dialyzer. The leak was internal and a fresenius 2008k2 machine with combiset was in use. The machine alarmed appropriately with a blood leak alarm. The leak was visually observed by the header cap. Blood test strips were not used. There was no defect or damage seen on the dialyzer. The patient's estimated blood loss (ebl) was 50ml. There was no change in the patient's status and no effect on outcome as it relates to the reported event. The patient was able to complete treatment on a different machine using new supplies.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: b5, d9, h3 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred. It was reported that the blood leak occurred at the beginning of treatment when the blood hit the dialyzer. The leak was internal and a fresenius 2008k2 machine with combiset was in use. The machine alarmed appropriately with a blood leak alarm. The leak was visually observed by the header cap. Blood test strips were not used. There was no defect or damage seen on the dialyzer. The patient's estimated blood loss (ebl) was 50ml. There was no change in the patient's status and no effect on outcome as it relates to the reported event. The patient was able to complete treatment on a different machine using new supplies. Upon further follow up, the sample was reported to be available to be returned for physical analysis.